Manufacturer narrative:
The device was returned to resmed for an extensive investigation. Review of the device logs confirmed a single occurrence of system fault sf179. Visual inspection revealed a cracked solder on the super capacitor terminals. Based on all evidence and previous investigations for similar complaints, the investigation determined that the device failure was due to an isolated component failure in the main circuit board (pcb). The main pcb was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf179) indicating a super capacitor fault. The device was not in use when the fault occurred; therefore, there was no patient involvement.

Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf179) indicating a super capacitor fault. The device was not in use when the fault occurred; therefore, there was no patient involvement.